Event description:
It was reported through a user facility medwatch that the brakes were not holding. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
User facility medwatch (B)(4).